Manufacturer narrative:
Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly, the customer is wearing the infusion set for 2-3 days. Tandem clinical support informed customer that wearing the infusion set for 2-3 days is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.